Manufacturer narrative:
The crt-d will not be returned. There is no allegation of device malfunction. The decrease in sensing was most likely due to patient condition. The death was procedure related, likely due to heart failure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantation of this cardiac resynchronization therapy defibrillator (crt-d), an induction test was performed and was successful with the delivery of a 31 joule shock. Following the conversion, the patient experienced a slow ventricular tachycardia (vt) that accelerated into ventricular fibrillation (vf). The device detected and delivered shocks which converted the patient's arrhythmia for a short time. There were several vt and vf episodes and it was also noted that the right ventricular sensing was decreasing. The sensitivity was programmed to resolve the decrease in sensing. However, the patient then died. Testing was performed and a perforation of the heart was ruled out. The physician reported that the patient's death was due to cardiac decompensation. There were no allegations that the device functionality caused or contributed to this patient's death.